Manufacturer narrative:
A report for each of the reported event has been submitted under separate medwatch reports. (Additional manufacturer report number 8 020893-2023-00443) additional code added to section g6 method. H3 device evaluation summary updated due to part replacement on (B)(6) 2023. Medtronic conducted an investigation based upon all information received. It was reported that while in use, this 980 ventilator went into ventilator inoperative status on two different dates and on two different patients. The ventilator logs were reviewed and codes were identified related to an intermittent fault in the direct current (dc) ¿ dc converter printed circuit board assembly (pcba) which would lead to a loss of ventilation to the patient. The service personnel (sp) replaced the direct current (dc) -dc converter printed circuit board assembly (pcba) in conjunction with the reported event dated 11-jul- 2023. The ventilator passed all tests and calibrations according to the manufacturer¿s specifications at the time of service. The likely cause of the event was related to an intermittent fault in the dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A report for each of the reported event has been submitted under separate medwatch reports. (Additional manufacturer report number 8 020893-2023-00443) section d9 updated due to part return correction section g2 510k number. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use, this 980 ventilator went into ventilator inoperative status on two different dates and on two different patients. The ventilator logs were reviewed and codes were identified related to an intermittent fault in the direct current (dc) ¿ dc converter printed circuit board assembly (pcba) which would lead to a loss of ventilation to the patient. The service personnel (sp) replaced the direct current (dc) -dc converter printed circuit board assembly (pcba) in conjunction with the reported event dated (B)(6) 2023. The ventilator passed all tests and calibrations according to the manufacturer¿s specifications at the time of service. One dc -dc converter pcba was returned for failure investigation. The returned dc-dc converter pcba was visually inspected and functionally tested with no malfunction or product deficiency observed. The likely cause of the event was related to an intermittent fault in the dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A report for each of the reported events has been submitted under separate medwatch reports. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use, this 980 ventilator went into ventilator inoperative status on two different dates and on two different patients. The device was available for evaluation. The ventilator logs were reviewed and confirmed there was a loss of ventilation at the time of the reported event which appears to be related to an intermittent fault in the direct current (dc) ¿ dc converter printed circuit board assembly (pcba). The service personnel (sp) inspected the unit, identified relevant diagnostic codes in the ventilator memory, and replaced the inspiratory flow module pcba. The ventilator passed all tests and calibrations according to the manufacturer¿s specifications at the time of service. Although the ifm pcba was replaced in the field, the most likely cause of the event was related to an intermittent fault in the dc-dc converter pcba. The sp has been notified of the finding. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use, this 980 ventilator went into ventilator inoperative status on two different dates and on two dif ferent patients. Each patient was transferred to an alternate ventilator without injury. A review of the ventilator logs indicated that there was a loss of ventilation at the time of the reported events.